Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Post-paced t-wave over sensing was observed on the ventricular channel. Programming changes were made. The patient was stable post procedure.